Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl most likely occurred as a result of the valve dislodging into the sinus of valsalva, however a conclusive cause could not be determined from the limited information available. No product was returned for analysis. Numerous factors can affect dislodgement, such as complex patient anatomy, inadequate valve deployment, or incomplete detachment of valve from delivery catheter system (dcs). The issue was successfully resolved through implant of a second valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during deployment this transcatheter bioprosthetic valve moved into the sinus of valsalva, resulting in a paravalvular leak in the area of the non-coronary cusp. The valve was still attached to the delivery catheter system, so the valve was pulled into the descending aorta and deployed. (The physician chose not to attempt to remove the valve due to the presence of an abdominal aortic aneurysm stent graft.) A second valve successfully implanted, with no subsequent adverse patient effects reported.